Event description:
Follow up information reported that the patient still had concerns with their device therapy but had not sought further help as they did not have the money to ¿fix the device¿. If additional information is received, a follow up report will besent.

Event description:
It was reported that right after the patient¿s surgery she passed out but did not fall on the implantable neurostimulator (ins). It was noted that therapy worked for about 6 months after implant and then when therapy was on it would cause her toes to curl and spasm. It was noted that the patient was told that she needed a lead revision because of migration. It was noted that there were no accident or fall at this time. It was noted that the patient also had lupus and other medical conditions. It was noted that at this time the patient could not afford a revision. It was noted that the patient has had the device off for the past 3 years. It was noted that the patient had seen the doctor in 3 years. It was noted that the patient reported a burning sensation around the ins and it comes and goes but was there every day. It was noted that there was no rash or redness. It was further noted that there may be slight swelling but that it was hard to tell. It was noted that the patient has learned to ignore it.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3093-28, lot# v166814, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3093-28, lot# v166814, implanted: (B)(6) 2008, product type: lead. (B)(4).